Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced recurrence of her stress urinary incontinence, infections, extreme pain/discomfort, and has endured additional incontinence and urinary complications she did not have prior to the implant surgery. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.